Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during gastric mini bypass. The devices were not firing. The green button was not working. It is unknown how the case was completed. The patient status was unknown.